Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4), upon analysis, it was reported that there were no anomalies found, all conductors were distorted, the distal conductor was distorted, the inner insulation was torn, the all insulators were breached, and there was blood in/on the helix/lobe mechanism, sleeve head, and all conductors (non-obstructing). It was determined that the damage was caused at explant. The blood and tissue on the helix from the dislodgment most likely caused the helix to not retract and the distal conductor then became distorted within the connector.

Event description:
It was reported that the atrial lead became dislodged. During the re-fixation process the lead helix was blocked and unable to retract, there were also positioning difficulties. The lead was explanted and replaced with another 5076 lead. No patient complications were reported as a result of this event.